Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that during smr-upgrade there was no "no power alarm". An elective controller exchange was performed and it was stated that there were no effects or consequences to the patient, and he was doing fine the whole time. No additional information available

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, (B)(4), was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. Internal inspection of the controller showed that the internal battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a functioning internal battery, the controller is unable to power no power audible alarms when disconnected from external power. The most likely root cause of the no power audible alarm failure can be attributed to a faulty internal battery. Heartware has opened an internal investigation to evaluate no power audible alarm failures. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.